Manufacturer narrative:
The returned 00mlx light source is in used condition with blown fuses due to a failing power supply. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the xenon lightsource (00mlx) was removed from the shipping container, they plugged the unit in and it blew three fuses. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.